Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the boot-up cycle. The biomedical engineer advised that led's on the main keypad assembly light up and the device beeps, but there is no information on the display and the critical buttons on the main keypad assembly do not respond when pressed. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they do not wish to seek repair options at this time. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.